Event description:
The stimulation was intermittent and needed to be increased throughout the day; this started a few weeks ago. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).